Manufacturer narrative:
Lot number is unavailable; therefore, manufacturer and expiration date cannot be confirmed.

Event description:
In 2008, boston scientific corporation was informed that during a procedure to stop bleeding in the colon, the user was unable to release the resolution clip device's clip and it was still attached to the "shaft". The procedure was completed with a different device and there were no pt complications. Pt is in "good" condition.